Event description:
Technician investigated report of lack of vacuum and pressure in cabinet. Was last inspected 8/29/97. When turned on pressure pump, 2 1/2 inch diameter, plastic pressure vessel, schedule 30 pvc, pipe exploded under approximately 120 psi pressure. Possible that tubing was crimped. The end cap fragmented. According to company current production of this item uses a smaller stainless steel pressure vessel. Plan is to replace these parts on other cabinets.